Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. H6. Health impact, and evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a no disposable alarm is the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed 'no disposable pump will not run'. The disposable was attached for approximately 24 hours and running with no issue before the alarm went off. The patient swapped disposable over the other pump and infusion was working fine. Patient reported ongoing issue with pump. The patient reported ongoing issues with shortness of breath and edema. The product issue did not cause or contribute to patient or clinical injury. No patient injury reported.